Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, ¿battery failed¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Finally no unexpected insulin flow blocked, no delivery, occlusion alarms or prime or rewind anomalies were noted during testing. (B)(4)

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were starting to wear down. Customer stated that insulin pump rejects new batteries rarely. Customer stated that they receive random no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.